Manufacturer narrative:
H3: product analysis found main pcb failure, the button doesn't work after shut down. H6: previous codes b21, c21 and d16 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a training on new nim vital, when user turned it off, it didn't act as usual. The screen turned off, but user could still hear the cooling fan inside and the light emitting diode of the button wasn't blinking (as it should do) but stayed as it was on and it couldn't turned the nim on again nothing could be done with the button. Unplugged the nim vital and press the button for 10 sec to turned it off as it should be with the light emitting diode of the button blinking. Later, turned it on and off many times, with the battery and without but nothing could be done to resolve it. There was no patient involvement.